Event description:
Patient felt flu like symptoms in morning. Fever, vomiting, etc.. She tested blood glucose on suspect device and was 450 mg/dl. She took normal 100 units of insulin (50 units neutral protamine hagedorn insulin and 50 units regular). 3 hours later she tested blood glucose again on suspect device and was 320 mg/dl. She then took an additional 40 units of insulin (20 units of neutral protamine hagedorn insulin and 20 units of regular). She later tested blood glucose on suspect device and was 279 mg/dl, 249 mg/dl and 263 mg/dl. She was still not feeling well so her husband took her to ER around 10 am. 10 minutes later her blood glucose was tested at ER and was 19 mg/dl. She was given glucose intravenously, 4 cokes and 2 orange juices she was kept for 7 hours and released when blood glucose was 65 mg/dl. She had kept vial of strips in her car at beach in july.